Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation with corrections to the initial report (h6 health codes). The device was returned to olympus for inspection, and the reportable malfunction was confirmed. An 80 cm section of fiber had broken off and was separated from the rest of the fiber body. The distal tip appeared to have been used or broken off. Additionally, the proximal handle was intact without any visual defects and the proximal cap was on. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the phenomenon is likely due to the handling of the user. However, a specific root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reports during a cystoscopic removal of (and replacement of) a ureteral stent, antegrade intra-renal surgery (rirs) for kidney stones and transurethral bladder resection (turbt) using a soltive laser and single use fiber (with a wiscope), while firing, the soltive laser fiber snapped at the tip of his thumb close to the wiscope¿s accessory port. The physician's thumb tip was burnt when the active laser fiber snapped. The procedure was completed by opening a new soltive laser fiber, tfl-fbx150s. The laser generator did not malfunction in any way during the procedure. The burn experienced by the physician is described as small and ¿superficial¿-first degree, with no treatment required. The physician¿s current condition is all good. Case with patient identifier (B)(6) reports the laser generator used in the procedure. Case with patient identifier (B)(6) reports the laser fiber used in the procedure

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation (although it is anticipated to be). The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.